Event description:
It is reported that the sutures broke while trying to tie the soft tissue.

Manufacturer narrative:
Info was rec'd from a distributor who is not required to complete form 3500a. Eval summary: only the anchor was returned, and the sutures were not returned for eval. There is no info provided concerning the conditions associated with this incident, such as whether the surgical technique was followed. Also, there is no info provided regarding how far the statak anchor implant was inserted in bone, the angle or orientation of load applied to the implant. These factors can effect the device and cause breakage. There is insufficient info provided to determine the root cause of this event. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.